Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced infection/inflammation on left eye (os) at a 5 day post op exam. A brief description from the surgery center indicated it was diffuse lamellar keratitis (dlk) secondary to loose epithelium. Topical steroid dosage was increased to treat the symptoms. Pre-op; bcva from (B)(6) 2016: right eye pre-op 20/20 -6.50x -.25 x 170. Left eye pre-op 20/20 -7.00 x .00 x 90.